Event description:
The nurse reported the pt developed an eye infection within 24 hours of surgery. Additional info received from the nurse states the hospital does not think the eye infection was related to the system. The nurse stated the eye infection may be due to their cleaning and sterilization process. The surgeon has asked if the iol may have contributed to the eye infection. Cultures have been performed, but the results have not been received. The nurse stated the pt is okay.

Manufacturer narrative:
No samples have been received for eval. Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (Unknown (for use when the device problem is not known).